Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in device history with variable due to broken trace at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failures. The customer¿s blood glucose level was 372 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer did not receive request to rewind insulin pump. Customer performed self-test and it failed. The customer was advised that the insulin pump needed to be replaced to revert to the backup plan. The insulin pump will be returned for analysis.